Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 141019: (B)(4) items manufactured and released on 14 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully.